Manufacturer narrative:
Film evaluation results are: the exact cause of the occlusion in the stent grafts and the bypass graft leading to cold leg could not be conclusively determined from the films provided. Angio's during the secondary intervention only showed the lower extremities. The devices were not visualized, thus cannot be assessed. The films that showed the implant of the fem-fem bypass during secondary intervention which resolved the occlusion were not provided. It is possible that placement of the limb extension within another manufacturer's limb which was implanted in the tortuous right common iliac artery, and narrowing in the endurant limb within the right common iliac artery may have led to blood flow disturbances and eventual occlusion. The films prior to implant of the endurant limb showed that the limb within the right common iliac artery was acutely angulated, ~ 90 degree a-p. Films during implant showed no obvious thrombus within the devices or distal to the limb, and no obvious flow issues were observed. From the 1-week post implant cta's, thrombus was seen lining the inner wall of the proximal aui main body; however, no thrombus was seen in the endurant limb extension. From the 24 days post implant films, beginning at about 20 mm below the top of the aui graft fabric, the stent graft, including the endurant limb extension, fem-fem bypass graft and the left extremity were 100% occluded. The endurant limb ID narrowed from 13 mm at top of the graft fabric to 7 mm within the origin of the right common iliac artery. The occlusion may have also been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Additionally, there is high angulation (measured in 3d) observed just distal to the distal end of the limb. Flow diameter at this location is ~8.5mm. The distal end of the contralateral limb lies on a sharp 90 degree bend. This can lead to flow constriction and disturbances, resulting in an occlusion. Root-cause analyses of past occlusions have shown that limbs with a 7-9mm flow diameter in combination with high angulation just distal to the distal end of the device pose high risk for occlusion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Films were reviewed. R and d film review currently pending.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was implanted in the patient for the endovascular treatment of a type iii separation endoleak, involving another manufacturer&#38112;stent graft system. It was reported that, approximately one month post index procedure the patient presented emergently with a cold leg. The physician elected to perform a femoral to femoral bypass and the event was resolved. The physician stated that the cause of the event is unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.